Event description:
When the doc pulled out one of the ultratines from the packaging, it was cracked and unstable.

Manufacturer narrative:
After a recent FDA inspection, microaire modified our MDR reporting criteria and have determined this should have been reported.